Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the surgeon side console (ssc) did not finish the self-test. Power cycling the system several times did not solve the problem. The system started normally when the ssc was switched off. The system started with only one ssc connected. The customer started the surgery using the other ssc which was already connected to the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) found error 22005 pointing to a homing error on axis 3 of the right master tool manipulator (mtm) 2. The tse asked if the mtm was free to move and confirmed that there were no cables obstructing its movement. The tse asked the caller to move the mtm and compare the movement with the left mtm. The caller stated that movement left and right, up and down were stiffer when compared to the other mtm. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, the master tool manipulator (mtm) was installed onto a golden system where the error was triggered indicating fault on the axis 3, replicating the reported event. The mtm was then installed onto a patient fixture test platform (pftp) where power up was found to be failing on axis 3. Once testing was completed, the mtm was inspected, and axis 3 was found to have a hard stop. Failure analysis concluded that axis 3 hard stop was found to be the root cause of the reported event.